Manufacturer narrative:
(B)(4). Date sent: 3/17/2022 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was returned with the cable cut off and the jaw detached returned. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: v95u94. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? Not mentioned. Did the electrode ceramic separate or break off? Unk, see returned item. Did the I blade get damaged or break off? Unk, see returned item. Is the jaw damaged but not broken off? Unk, see returned item. Is the top jaw loose but not detached? Unk, see returned item. Is the top jaw ptc material damaged? Unk, see returned item. Is the black ptc in the upper jaw detached? Unk, see returned item. Is the top jaw broken off the of the device? Unk, see returned item. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the jaws broke off. No additional info provided.